Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered electric shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed report with the clinician. Device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered electric shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed report with the clinician. Device remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device delivered 9 electric shocks.